Event description:
Synovitis [synovitis]. Effusion in both knees [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male pt, initials unk, with osteoarthritis k and l grade 3 (right knee); grade 4 (left knee). (B)(4). The pt's medical history was significant for previous medical device implantation with synvisc (3rd injection on (B)(6) 2005) of first course (at the age of (B)(6)) and fall on (B)(6) 2006 (unrelated to synvisc of 1st course). On an unspecified date, the pt initiated treatment with first intra-articular synvisc (hylan g-f 20) injection of second course in both knees, dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date, the pt developed effusion in both knees and 3 cc of clear yellow joint fluid was aspirated. On (B)(6) 2006, the pt received second intra-articular synvisc injection. On (B)(6) 2006, the pt experienced synovitis of both knees. The pt was treated with intramuscular depo-medrol (methylprednisolone acetate) for the event of synovitis. The action taken with synvisc was not provided. On (B)(6) 2006 (24 hrs later), the pt recovered from the event of synovitis and the outcome of the event of effusion of both knees was not provided. Concomitant medications were not provided. The intensity for the events of synovitis and effusion in both knees was assessed as mild. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide the relationship with the event of effusion in both knees.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.